Manufacturer narrative:
(B)(4). Reference: joseph n. Liu, grant h. Garcia, gregory mahony, hao-hua wu, david m. Dines, russell f. Warren, lawrence v. Gulotta (2016) sports after shoulder arthroplasty: a comparative analysis of hemiarthroplasty and reverse total shoulder replacement. Journal of shoulder and elbow surgery board of trustees. Volume 25, issue 6, pages 92 ¿926. Http://dx.doi.org/10.1016/j.jse.2015.11.003 medical products: for the reverse arthroplasty: unknown stem. Humeral tray. Unknown bearing. Unknown glenosphere. Unknown baseplate. Multiple MDR reports were filed for this event, please see associated reports: for the reverse arthroplasty: unknown humeral tray 0001825034 - 2017 - 07299, unknown bearing 0001825034 - 2017 - 07300, unknown glenosphere 0001825034 - 2017 - 05684 - 2, unknown baseplate 0001825034-2017-05686 - 1. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Information was received based on review of a journal article titled 'sports after shoulder arthroplasty: a comparative analysis of hemiarthroplasty and reverse total shoulder replacement' which is a retrospective review of consecutive rsta and hha patients collected from institution's shoulder arthroplasty registry. All patients playing sports preoperatively with minimum one year follow-up were included. This study is to determine if patients who are not candidates for anatomic tsa due to rotator cuff dysfunction, rheumatoid arthritis, or proximal humeral fracture had better return to sports when they underwent hha compared with rtsa. The study reported 43 patients complained of chronic pain postoperative (32 hha group and 11 rtsa group).

Manufacturer narrative:
(B)(4). This follow up report us being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.